Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Low atrial intrinsic amplitude with a single undersensed atrial signal on the presenting electrogram was also observed. The atrial sensitivity was programmed to automatic gain control at 0.25 mv. Technical services recommended review of the programmed parameters. The pacemaker remains in service.